Manufacturer narrative:
Device undergoing service evaluation

Event description:
The international distributor reported the ventilator would not start up. The ventilator was reported to not be in use on a patient, therefore there was no patient harm or involvement. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation if in use on a patient and have the ventilator serviced.